Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used to import several studies (6-7) for a case on 2/5/2019. It was reported that that after importing the exams and trying to browse through different exams the application no longer responded to user input. The mouse cursor would move but could not interact with the ui. The cs proceeded to try to exit through the exit button but could not do so. The cs then further tried with a keyboard shortcut to restart and there was no response. A hard shutdown was forced with the power button. After coming back online, the system behaved without any issues and the cs was able to go through the exams. There was no patient involvement.